Event description:
Information was received from a healthcare provider and a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was unknown. It was reported the pump pocket got infected and thus the pump needed to be removed. Only the pump was verified as being removed; unable to verify the status of the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.